Event description:
The clinician reports the implant was inserted on (B)(6) 2012 in ada 28. On (B)(6) 2022 , loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, abscess and inflammation. No further patient complications were reported.